Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connectors were broken. Analysis also found the hanger assembly was broken, one case screw was contaminated, main seal was pinched/damaged, and the display wires were pinched (insulation not compromised). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial and ventricular connectors were broken. The external pulse generator was returned for repair. There was no patient involvement.